Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in false signal artifact monitor (sam) events. The sam episodes also showed high out range pacing and shock impedances. The high out of range impedances and noisy signals were a result of a ventricular tachycardia (vt) ablation procedure the patient underwent the day before. It was noted that the health care professional (hcp) checked the leads, and all impedance values were in range. Also, there was no noise from isometrics. This ICD remains in service. No adverse patient effects were reported.